Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (I ns) for urinary dysfunction/ sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that . It was reported that the battery was bothering  patient. The battery had flipped on its side and was uncomfortable and the cause was unknown but patient stated that they have lost weight. Pocket revision on (B)(6) 2022 and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.